Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: the patient was transported to the restroom and when the nursing staff lifted the patient they heard a click and before noticing the chest tube had come apart. It separated at a point that is not normally disconnect. The staff clamped the site at the disconnect. The physician came and removed the remaining tube from the patient. No patient harm and no additional procedures were needed.